Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. They reported that maybe in 2015, the patient's healthcare professional (hcp) had to revise the incision site, because the ins was moving toward the surface of the skin and 'came through'. The patient reported that the area was infected and was bleeding. They believed that the healthcare professional (hcp) used the original ins at this surgery and did not replace it with a new one. The area had been fine since, but about 3 months ago they noticed that the ins was closer to the surface of the skin again (not 'coming through'). They could tell when they wore jeans.

Event description:
Additional information was received from the patient. They reported that when asked when they first notice the issue of the ins moving closer to the skin prior to revision they said they are tall and do not have much fat on the backside, so it always seemed closer than expected. They had talked to their healthcare professional about the fact they could easily feel it and there was a little nodual or something on it and was told by the healthcare professional not to touch it. The healthcare professional initially felt it was fine, but the patient said it was really sore and they would tell them it was fine. The patient discovered it was bleeding and junk coming out and did not look good. They had a horrible infection and it came up through the surface. The patient explained to their healthcare professional that when they put it on all but one program it was doing things like toes would literally curl up and would be a different toe on a different setting. They said it was so strong they were not able to use the other settings event on a low level and everything else was hurting them. The patient ultimately did not have a time frame of the events. They did not have a current managing healthcare professional for their device. The patient said the issue has not been resolved but the pain has let up. They said maybe it was on a nerve or something, no bleeding and not an emergency and seems to have smoothed out. The patient was provided physician listings and redirected to their healthcare professional.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.